Manufacturer narrative:
Initial and final MDR 2580031 device 1 of 4.

Event description:
Reference number(B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event at the site on (B)(6) 2026. No further information is available.